Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1200. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: precision montage MRI ipg sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a scs system replacement procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.